Event description:
The facility's biomed tech reported an infusion pump with fail code 814:04 during biomed testing. Add'l contact info was requested but no add'l contact was identified. The hosp rep stated that there have been no reports on any pt incident involving this pump since the last baxter service event.